Manufacturer narrative:
The following devices have been returned to the manufacturer on 09/09/2015. It is currently unknown which of these batteries were involved in the event. These devices will be analyzed and reported as required: (B)(4). Log file analysis review date: 08/27/2015: normal power consumption. Additional notes: 15 low flow alarms have been logged since (B)(6) 2015. 21 critical battery alarms have been logged since (B)(6) 2015 on (B)(4). Due to the multiple critical battery alarms and potential switching events identified, and considering 16 batteries have been already replaced, we recommend a controller exchange if patient can tolerate it. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-02321, 3007042319-2015-02322 and 3007042319-2015-02323) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient was at home and experienced several 'critical battery alarms' as well as 'possible power switching events'. It was also stated that the patient was found to have had a "power up" event reported on the (B)(6) (unknown year), per log file analysis." A controller exchange was recommended and performed. There was no reported patient injury. Investigation is ongoing. This is report 3 of 3.

Manufacturer narrative:
No testing was performed on the devices (B)(4). Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. When one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. No additional information will be forthcoming. This is one of three reports (3007042319-2015-02321, 3007042319-2015-02322 and 3007042319-2015-02323) submitted for devices related to the same event.